Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a safety needle. The customer reports the safety arm slid back down the needle cannula, and a nurse received a needle stick.

Manufacturer narrative:
Submit date: 7/24/2008. An investigation is currently underway. Upon completion, the results wil be forwarded.